Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide is kinked. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single arterial guide wire in its protective tubing for evaluation. The guide wire showed evidence of use. The guide wire was observed to have two kinks in its body. The protective tubing did not have any obvious damage or defects. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks on the catheter measured at 154mm and 220mm from the distal end. The guide wire total length measured 350 mm which is within the specification of 354 - 355 mm per the guide wire graphic. The guide wire outer diameter measured 0.51 mm which is within the specification of 0.508 - 0.533 mm per the guide wire graphic. The guide wire was threaded through a lab inventory 20ga needle and catheter for functional testing. The guide wire was advanced and passed through both components with minimal resistance. Performed per IFU statement which informs the user, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). At this point, the depth-marking entering hub shows that tip of wire leaves tip of introducer needle and enters vessel. If catheter/needle assembly is used, remove needle and insert spring-wire guide through catheter into artery as described above". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not advance spring-wire guide unless there is free blood flashback in needle hub". The IFU also states, "if resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture". The report of a kinked guide wire was confirmed through complaint investigation. Visual inspection revealed two kinks in the guide wire body. The guide wire passed all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the catheter kinked during use, and the findings of this investigation, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend of reports of this nature.

Event description:
It was reported the spring wire guide is kinked. No patient harm reported. The patient's condition is reported as fine.